Manufacturer narrative:
Combination product: yes.

Event description:
Intermittent loss of capture during the rest position was reported. No further information was provided. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. This device was replaced. The ipg was not returned for analysis. The analysis is therefore based on the returned data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data were thoroughly analyzed. The occurrence of loss of capture was not documented in the available data. However, the impedance values observed in the impedance trends indicate a potential lead damage. In conclusion, the ipg was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the available device data showed no indication of an ipg malfunction. For a root cause investigation, an analysis of the lead would be necessary.